Manufacturer narrative:
An event of retraction problem was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vison valve was chosen for large flexnav delivery system. During procedure, the valve was incompletely recaptured in the ascending aorta despite reaching the final stop on both the re-sheath wheel and the micro adjustment wheel. Then they massaged the outer blue sheath of the delivery catheter forward in an attempt to cover the inflow part of the valve with the capsule again. That worked, and they retracted the valve until it was outside the patient's body without further difficulty. They had to discard a navitor vision 35 mm due to fully re-sheath in the patient. The valve was replaced with a non-abbott device. The patient remained stable. There was a delay due to the re-loading of the valve.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vison valve was chosen for large flexnav delivery system. During procedure, the valve was incompletely recaptured in the ascending aorta despite reaching the final stop on both the re-sheath wheel and the micro adjustment wheel. Then they massaged the outer blue sheath of the delivery catheter forward in an attempt to cover the inflow part of the valve with the capsule again. That worked, and they retracted the valve until it was outside the patient's body without further difficulty. They had to discard a navitor vision 35 mm due to fully re-sheath in the patient. The valve was replaced with a non-abbott device. The patient remained stable. There was a delay due to the re-loading of the valve.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.